Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20984726/ 20935212, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain and the patient could no longer charge the ipg. X-ray was taken and showed that the ipg had flipped. The patient underwent a full spinal cord stimulator (scs) system replacement. The patient was doing well postoperatively.